Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that had ¿blacked out¿ twice in a morning. The patient was concerned that the implantable pulse generator (ipg) was not working properly. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) checked and no malfunction observed. The clinician clarified that the patient did not pass out, instead they experienced a "blank stare" while awake.